Event description:
Per our sales, the clinician at (B)(6) inserted a provox 2 in patient without issue on (B)(6) 2014. Slp went to fill up water cup to check for leakage and when she came back, the prosthesis was gone from the tep. Patient did not know where it went. Patient was scoped in esophagus but nothing was found. Patient also received chest xray and soft tissue xray but there was no sign of the prosthesis. Patient has no history of tep issues or history of problems with fitting prosthesis. Patient had been using provox 2 prior to incident and is not having any problems with current provox 2 that was placed after incident. The clinician is very experienced and has been fitting voice prosthesis, including provox products, for more than 15 years. Follow¿s over 400 tep patients. It is possible the patient swallowed the prosthesis and clinician agrees that this is the most likely explanation for where the prosthesis went.

Manufacturer narrative:
It is claimed that the prosthesis disappeared direct after insertion while the clinician went for water for testing the prosthesis. It is naturally hard to be sure about what has happened after reading the report. There are different possibilities, the prosthesis may have been pressed too far into the puncture and had fallen down into the esophagus when coughing. The prosthesis had not been pushed far enough into the puncture resulting in that the flange of the prosthesis developed inside the puncture instead of inside the esophagus. In this case, the prosthesis has probably been coughed out and most likely falling out on the floor. The prosthesis may however, in worst case, fallen into the trachea. Due to the carefully performed investigation after the incident the prosthesis most likely has fallen out on the floor. It is not reported that the patient caught heavily direct after the incident which also indicates that the prosthesis has not fallen into the trachea. As we cannot be quite sure that the prosthesis not has fallen into the trachea the patient ought to be check in the near future. According to the IFU the clinician should check the proper position of the prosthesis after placement; " replacement of the prosthesis: (12) check to see if the prosthesis is in the proper position by rotating and exerting slight traction on the tracheal flange. If the prosthesisis safely in place, cut off the safety strap on the outer edge of the tracheal flange." If the clinician had checked the position of the prosthesis, according to the manual, by pulling and winding it after insertion, there should not be any possibility for loosing the prosthesis as stated. (B)(4). Device not returned.